Manufacturer narrative:
Reporting institution phone # (B)(6). Reported phone # (B)(6).

Event description:
Philips received a complaint on the dfm100 device indicating that the device has multiple alarms. Patient involvement is unknown, however, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device is evaluated at customer site by philips subcontractor. Based on the results of the analysis, it was determined that the product has malfunctioned and cause is due to be a component failure. The issue was resolved by replacement of assy processor, and the product is back in service. Software upgraded to 2.00.33.